Manufacturer narrative:
A correlation between the device and the report of suspected thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 16 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient called on (B)(6) 2016 to report pump speed reductions while at home and then presented to the hospital for an evaluation. The event history screen on the system monitor showed multiple speed drops down to the set low speed limit and elevated pump powers. An echocardiogram showed that the aortic valve was opening with every heart beat. The left ventricle appeared full, but was not distended. No mitral valve regurgitation or signs of obvious obstruction was observed. It was reported that the patient was alert, but complained of feeling tired. The system controller was exchanged and no change in the pump parameters was observed. It was reported that the patient's lactate dehydrogenase (ldh) level peaked at approximately 900 u/l during the event from a baseline of 300 u/l. Vad thrombosis was suspected and persantine was added to the patient's medication regimen of coumadin and low dose aspirin. The inr goal was 2.5-3.5. The system controller log file was reviewed by a representative of the manufacturer's technical services team on (B)(4) 2016 and had captured one transient power elevation to 10.3 watts on (B)(4) 2016 at 3:52 pm. The recorded pump power levels appeared stable following the event. It was reported that the patient's ldh and pump power levels continued to be elevated and a pump exchange was completed on (B)(4) 2016. A thrombus ring was reportedly visualized on the inlet bearing. The patient was reportedly stable and was working towards discharge following the pump exchange.